Event description:
It was reported that the patient was referred for vns generator replacement surgery. The patient underwent replacement surgery and the implant card received by the manufacturer indicated that the reason was due to battery depletion. The explanted generator was received by the manufacturer. Generator product analysis was completed. The end of service, or eos, allegation was not duplicated in the product analysis, or pa, lab. The battery measured 2.976 v at the completion of the fet, indicating an intensified follow-up indicator, or ifi, = no condition. The device performed according to functional specifications. A visual assessment of the printed circuit board assembly, or pcba, revealed contaminates on the trimmed edge of the pcba. The data dump was reviewed and at the time of review, the battery voltage measured 2.710 (ifi = yes). The diagaccumconsumed value was 74.817%. High impedance was observed on the day after the implantation of the generator. No further high impedance were observed in the lead impedance history until after generator explantation. The data in the ¿diagvbat_min¿ memory locations show a value of 2.674 volts approximately a week and a half post-explant. There were no performance or other adverse conditions found with the generator. The allegation of a premature end of life was reported in mfg. Report #1644487-2019-00021. A review of device history records revealed that the lead passed quality control inspection prior to distribution. No additional relevant information has been received to date.

Event description:
Further review of the implant card received for the vns implantation surgery revealed that the date of admission was on the date of the observed high impedance. As the procedure is an outpatient procedure, it was determined that the doi listed on the implant card was a clerical error by the company representative at the time. Therefore, the observed high impedance which resolved was intra-operative impedance and not indicative of a device failure.